Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance and sensing noise involving the svc coil was observed. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.